Event description:
The customer contacted baxter's technical service center (tsc) because the caregiver (cg) stated there was an air bubbles in the patient line. The cycler was at connect yourself. The baxter technical service representative (tsr) had the cg press stop and down arrow one time. The hc showed reprime the patient line. The tsr had the cg press enter and verified the line was in the organizer. The tsr helped the cg reprime the pa line and the cg stated some fluid came out of the top. The patient primed okay. The hp would connect when ready. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012, regarding the over prime. The hp reported that the issue was resolved, but she did not know the cause of the over prime. Per hp, there were no loose connections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she keeps the patient line at the appropriate heighth in the organizer. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.